Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a history of fatigue, tea colored urine and an elevated lactate dehydrogenase (ldh) level of 2359 u/l. Pump thrombus was suspected. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported elevated power and flow values were confirmed through the submitted log file, a specific cause could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the reported lactic acid dehydrogenase (ldh) elevation and suspected thrombus could not be conclusively determined. The heartmate ii instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the heartmate ii lvas. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.